Event description:
It was reported that jelco hypodermic needle broke of in the (B)(6) year old patient during the administration of a vaccine. An x-ray determined that the needle fragment was in the patient. An extraction surgery was scheduled for the child that same day.

Manufacturer narrative:
Additional information date of event - updated event date recorded. Event - updated to reflect additional information. PMA/510k - aware date of additional information recorded.

Event description:
It was reported that the jelco hypodermic needle broke off in the three year old patient during the administration of a vaccine. An xray determined that the needle fragment was in the patient. An extraction surgery was scheduled for the child that same day. It was further reported that the needle fragment was successfully removed and that the patient was subsequently discharged.